Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulties were encountered. The taxus express2 3.5 x 16 mm drug eluting stent was successfully deployed. However, after deflation, the physician had to manipulate the balloon 3 or 4 times to release the balloon from the stent. No patient injuries or complications were reported. Additional information has been requested.